Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom system cut off and as no longer receiving information. No medical intervention was reported. Additional event or patient information is not available.